Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with injection reflin (1 gram, route, frequency, and duration not reported) and injection fortum (intraperitoneal, 1 gram daily, duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. Patient outcome was unknown. No additional information is available.